Event description:
I would like the product remove as soon as I can at (B)(6) hospital. On (B)(6) 2011, I went to (B)(6) hospital for hernia repair. To my navel and they put mesh in my stomach. At that time and now they have a recall on product. I (B)(6) went to (B)(6) hospital with pain to my navel and the (B)(6) said I needed surgery to my stomach. Stay three days and on my way home, I was in pain. My rushed back at 5am and had stomach surgery right away and they used mesh in my stomach. Now I am sick to my stomach. This product has recall on tv all the time to get it remove, but they don't say anything about hernia mesh. Please help me.